Manufacturer narrative:
The pod was received with the soft cannula deployed, slide insert visible in the viewing window, and formed needle retracted. Initial inspection of the pod found the exposed portion of the soft cannula to be kinked. Fluid path testing revealed a tear in the exposed portion of the soft cannula at the kink in the soft cannula. This tear resulted in an external leak. It could not be determined when these damages occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to delivery insulin. Investigation of the needle mechanism found no damages or manufacturing deficiencies that would result in a needle mechanism failure. The device ran for 2049 pulses and was deactivated by the user.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the needle mechanism failure and the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 462 mg/dl while wearing the pod between 4 and 24 hours. The patient stated that the pink slide did not deploy fully. When removed from the infusion site (abdomen), the pod's cannula was found bent/kinked. As treatment, a manual injection of insulin was delivered, a new pod was applied and water was consumed.